Event description:
It was reported that during an esophagectomy procedure, the tissue pad fell out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The tissue pad was examined and normal wear was visually seen. The tissue pad was not off or missing from the device. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.